Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 81109u167) was advanced to the mitral valve and the clip was deployed successfully. The second cds (80830u102) was advanced to be placed lateral to the first clip, but during advancement irregular movement was observed and the clip became caught on chordae. Troubleshooting was performed, and the clip was freed, but made contact with the first clip. The first clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was deployed medial to stabilize the slda clip. Three clips implanted reducing mr to 3-4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damaged by another device (dislodged) appears to be due to user technique/procedural circumstances (e.g. Unintentional curve/ excessive torqueing). The reported single leaflet device attachment (slda) appears to be due to procedural circumstances as the second clip delivery system (cds) interacted with the first implanted clip during the placement of the clip. There is no indication of product quality issue with respect to manufacture, design or labeling.